Manufacturer narrative:
Block h6: problem code 2610 captures the reportable issue of bands failed to deploy. Problem code 1069 captures the reportable issue of handle broken. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the bands would not release. It was also noted that resistance was felt. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. **additional information received on 29aug2019** it was reported that the handle was difficult to rotate. Additionally, there was no difficulty upon setting up the device.

Manufacturer narrative:
Health professional was approximated to yes as there is information of initial reporter, but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the bands would not release. It was also noted that resistance was felt. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.